Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up experiencing diaphragmatic stimulation. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in backup vvi mode. A device restoration was performed successfully and the diaphragmatic stimulation was resolved. Patient was stable and will continue to be monitored normally.